Event description:
It was reported that the patient experienced difficulty walking. The patient had stiffness and loss of balance while walking forward, which caused him to fall several times per week. He also noted that when he walks, he can't stop. The patient also noted he had occasional tremor in his right hand and his speech was affected. The patient wanted the stimulation from the implantable neurostimulator (ins) to cover his lower extremities, but the patient's physician said the ins was at its maximum limit. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: na, product type: extension, product ID 3387-40, lot# l84568, implanted: 2000 (B)(6), explanted: na, product type: lead right side system: product ID 7426, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, product type: neurostimulator, product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6), explanted: na, product type: extension, product ID 3387-40, lot# l84569, implanted: 2000 (B)(6), explanted: na, product type: lead. (B)(4).